Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3030 performance issue is not a likely contributor to the event. Furthermore, continual analysis of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es reagent lot 3030. The customer conducted maintenance actions after the event transpired. Prior to these maintenance actions a precision test was not performed. Therefore, the performance of the vitros 5600 integrated system at the time of the event could not be determined and cannot be completely ruled out as a contributing factor. Vitros tropi es within run precision testing performed by the customer after the maintenance actions yielded results that were within acceptable guidelines for the instrument. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es (tropi es) result from a single patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.515 ng/ml versus the expected result of 0.013 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).